Manufacturer narrative:
Patient information was requested. None was available.

Event description:
The customer reported the reported that the unit alarmed due to a data acquisition pcb adc (printed circuit board/analog digital converter) reference failure. The customer also reported there were multiple reference failures in the device diagnostic history. The customer reported the event occurred on (B)(6) 2016. There was no patient harm.